Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that the insulin was squirting out. Customer was asked to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. No prime alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.